Event description:
Boston scientific provided the following information: patient was riding atvs off-road in (B)(6) holiday. She reported feeling tension in her chest while hands on handlebars, and ticking sensation after. At clinic, nurse found no capture or sensing on a lead. X-ray showed a lead pulled back into svc. Old lead capped, new a lead placed.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.